Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history as alert 07. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer switched to using a computer usb port and a non-tandem charging cable. Tandem¿s technical support advised against using non-tandem charging supplies unless instructed for troubleshooting, and the customer understood. As a resolution, the pump began charging, and tandem sent a replacement charging cable and wall adapter via two-day shipping.